Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that the button from ar-8925ss syndesmosis tightrope xp broke off the inserter. An ar-2658tr knotless distal clavicle plate button tightrope deployed too early. Everything was removed from inside the patient. This was discovered during a procedure on (B)(6) 2024. Additional information received on 4/30/2024: this was discovered during a clavicle fx procedure. The case was completed using a new ar-8925ss syndesmosis tightrope xp. Ar-2658tr knotless distal clavicle plate button tightrope came off the inserter and was stuck under the clavicle but was removed without any problem. Additional anesthesia was not needed as the case was not delayed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, prying/leveraging the device during insertion.